Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the consumer lost much more near vision, that disabled consumer from doing things that consumer once could do and needed to do or enjoyed doing. Consumer felt terrible and disgusted.